Event description:
It was reported that this health care professional (hcp) was concerned about this cardiac resynchronization therapy defibrillator (crt-d)'s capture on the left ventricular (lv) channel as the left ventricular autothreshold (lvat) test was suspended. Technical services (ts) reviewed the reports and noted that there appeared to be capture. It was noted that the lvat test was suspended due to intrinsic beats, indicating there were too many cardiac cycles during the test. Ts advised further evaluation if capture is still being questioned. Additionally, ts noted that there was undersensing of the patient's atrial fibrillation (af) that resulted in the device falling out of mode switches. The device remains in use. No adverse patient effects were reported.